Event description:
Related manufacturer reference number: 2017865-2022-14535. It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021. Explant of the device was complete on (B)(6) 2022. The atrial lead had exhibited over-sensing noise, inappropriate mode switch, and low pacing impedance. The atrial lead was capped and replaced during the same procedure on (B)(6) 2022. Patient was stable.

Manufacturer narrative:
The device was received from the field with battery voltage above elective replacement level and no anomaly found on the header that is related to the field concern. False electronic performance indicator alert was triggered consistent with autocapture enabled. The voltage drops were normal. After all electrical tests performed including thermal and mechanical stress, the device exhibits normal device characteristics with battery voltage above elective replacement indicator level. Longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity.